Manufacturer narrative:
The device was evaluated by the returns department which found that the brakes can't be adjusted when brakes are fully applied. Unit still rolls.

Event description:
Dealer is stating that the brakes will not tighten down at all, replacing unit. No other information provided.

Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
Dealer is stating that the brakes will not tighten down at all, replacing unit. No other information provided.